Manufacturer narrative:
A review of complaints for the architect ca 125 ii, lot# 08015m800 assay determined that there are no trends for the product related to patient results. Return testing was not completed as returns were not available. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. Historical performance in the field of reagent lots using world wide data through abbottlink was evaluated. The patient median result for lot 08015m800 was analyzed and found to be within established baselines and confirms no systemic issues for this lot. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect ca125 ii, lot# 08015m800 assay.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely elevated architect ca 125 ii result on an (B)(6) female patient diagnosed with ovarian cancer and squamous cell carcinoma. Results provided: (B)(6) 2020 = 17.0 u/ml; (B)(6) 2020 = 30.3 u/ml; (B)(6) 2020 = 99.2 u/ml; (B)(6) 2020 = 9.0 u/ml (reference range: <35.0 u/ml). No impact to patient management was reported.